Event description:
It was reported that the device had early elective replacement indicator. The device was explanted and was replaced. No patient co mplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076-58 implantable pacing lead (B)(6) 2009; 1058t competitor implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.